Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer used food to treat the low. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer reported a cracked pump keypad. The insulin pump will be returned for analysis.